Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that since may 2013 the implantable neurostimulator (ins) site in the patient¿s right chest had swelling symptoms which was ¿palm-sized.¿ in (B)(6) 2013 the patient¿s symptoms were relieved to ¿the egg size,¿ but the ins site was red and fuchsia. In (B)(6) 2013 the extension site near the patient¿s right ear had a ¿pea-sized pimple.¿ the patient had no sense of pain. In (B)(6) 2013 the ins site sunk and gradually became dark purple. In (B)(6) 2014 the pimple increase to about 2 cm strip size and in (B)(6) the pimple was broken and pus flowed. The extension was exposed at that time. In the middle of may the patient went to the hospital for wound disinfection and cleaning of the patient¿s right ear, but the wound was unable to be healed. The patient¿s healthcare professional (hcp) stated the patient had a sensitive constitution. On (B)(6) 2014 the hcp explanted the ins, extension and lead. Following explant the patient was good. The patient stated they were going to have a replacement surgery on (B)(6) 2014.

Event description:
Additional information received reported the patient had their implantable neurostimulators (ins) replaced and the patient had nothing to complain about.